Event description:
Unit returned without comments. There is no report of injury or delay with this unit.

Manufacturer narrative:
No medwatch form received from user facility. H3- investigation pending.